Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot assisted left colectomy, the anvil of the stapler remained in the digestive tract at the level of the anastomosis, at the time of removal of the stapler. The surgeon cut the colon above the anastomosis using the the robot stapler, sacrificing 2 to 3cm of the lower colon. Short colotomy was done above the staple. The anvil was removed with a bag. The surgeon cut the rectum 2 above the row of staples using the robot stapler. A stapling defect was observed on the left lateral part in an unexplained way, which was sutured by several separate points of suture. Realization of a new transsuturary terminal stapling using a second circular stapler.